Event description:
[Casirivimab/imdevimab 1200 mg] use for covid-19 under emergency use authorization (eua):[product name] use for covid-19 under emergency use authorization (eua): headache. FDA safety report ID# (B)(4).